Event description:
On (B)(6) 2025, the user¿s caregiver reported hyperglycemia with a highest recorded blood glucose (bg) of 260 mg/dl while the user was disconnected from the ilet device. The event was corrected after the user reconnected to the ilet, and bg later stabilized. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.